Manufacturer narrative:
Device was initially received for the complaint that the device exhibited a cassette error during the pre-test. During investigation, found the contamination on downstream occlusion (dso) sensor issue was identified. This malfunction makes the event reportable. Review of event log/alarm history was reviewed. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the battery compartment contacts are rusty. The reported complaint could not be confirmed using priming function and running cassette for several ml; however, cassette related alarms found in logs. The probable cause is likely due to contamination on dso sensor assembly.

Event description:
It was reported that the device exhibited a cassette error during the pre-test. During investigation, found the contamination on downstream occlusion (dso) sensor issue was identified. This malfunction makes the event reportable. There was no patient involvement.